Event description:
It was reported that during a shoulder stabilization surgery, a small part of the implant (about 2%) broke off and was retrieved. Reporter states the remaining 98% of the device is secure in the patient; the surgery was completed successfully. Follow-up with the reporter provided information that nothing was placed overtop of the broken implant; the anchor was considered to be o.k. The case was reported as completed successfully. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is over-insertion, no inserting the implant perpendicular to the bone, or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant info is obtained from the evaluation, a follow up report will be submitted.